Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. Investigation summary: no customer samples or photos were received for review and analysis. Therefore, 10 retention samples were subjected to functional testing using 10 tubes per needle as well as a visual for leakage and air bubbles during the test and the customer's indicated failure mode of air bubbles was not observed as all samples passed the tests with no defects observed. Therefore, this complaint is not confirmed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is unable to confirm the customer¿s reported failure from the customer samples and retention sample testing. Bd was not able to identify a root cause of the customer's alleged failure mode.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there were air bubbles. The following information was provided by the initial reporter. The customer stated: "there are still air bubbles issues which forces us to redraw children several times for the same test."

Manufacturer narrative:
H.6. Investigation summary: no customer samples or photos were received for review and analysis. Therefore, 10 retention samples were subjected to functional testing using 10 tubes per needle as well as a visual for leakage and air bubbles during the test and the customer's indicated failure mode of air bubbles was not observed as all samples passed the tests with no defects observed. Therefore, this complaint is not confirmed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is unable to confirm the customer¿s reported failure from the customer samples and retention sample testing. Bd was not able to identify a root cause of the customer's alleged failure mode. Bd received samples for this investigation along with lot 1161707 together. The investigation results for lot 1161707 have been captured under 4081302. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there were air bubbles. The following information was provided by the initial reporter. The customer stated: "there are still air bubbles issues which forces us to redraw children several times for the same test."